Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that the procedure was cancelled. A 16x90/9fr uni plus 75cm wallstent was selected for use. However, during deployment, the physician tried to recapture stent for repositioning. However, the device did not work correctly and after attempts the stent was recaptured and removed. The procedure was rescheduled and no patient complications were reported.